Event description:
In 2003, a breast lesion localization procedure was conducted. Two hookwires, one from a 20ga 5cm needle and one from a 20ga 7cm needle were placed for a localization of a lesion. Biopsy surgery was performed. It was indicated the pt developed an infection after surgery, but a subsequent chest x-ray did not reveal any problems. Two years later, a screening mammogram was conducted and a small piece of hookwire was noted to be in the breast. No attempts have been made to retrieve the separated segment at this time.